Event description:
It was reported that the pulse generator could not communicate with the radio frequency (rf) telemetry. The session record was reviewed and confirmed the rf chip was not functioning. The device download will be discussed with the physician. No intervention was performed.